Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and inspected. The exterior of the sample was found with a dented shaft, which potentially can cause difficulty to inflate water in to the balloon. The dent was not permanent and was able to be released. Evaluation found that the catheter was inflated without difficulty. Dissection of the catheter found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "do not inflate the balloon in the urethra. (The urethra may be injured)." (B)(4).

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, during pretest, the user was unable to infuse the water when injecting.